Event description:
Customer requested service for a leak in the extracorporeal circuit. Customer stated that during the cvvhd treatment of approximately 3 hours, the rn reported blood leaking form the extracorporeal circuit at blood pump. The operator stopped therapy and took the pt off. The tubing was saved. There was no pt injury or medical intervention.